Manufacturer narrative:
Concomitant medical products: 6932-65 lead, implant date: (B)(6) 1998.

Event description:
It was reported that the right atrial (ra) lead alerted for a high bipolar impedance warning. High atrial threshold was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.